Event description:
It was reported that interrogation of the implantable cardiac monitor resulted in error messages. On 10/31/2013 the device exhibited backup vvi operation and could not be interrogated. Attempts to perform a software download were unsuccessful. The device was explanted.

Manufacturer narrative:
Final analysis found that the implantable cardiac monitor device exhibited backup mode. Testing found that the battery voltage would temporarily drop during various device operations, which caused the device reset.

Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.